Manufacturer narrative:
After battery installation, the device powered up with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a crack on back of it and it was not working. Customer stated that the pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.